Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late and capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "grade IV capsular contracture and chronic seroma", "mild residual fibrocystic and lymphoedematous condition", "resence of cosmetic material with moderate encapsulation", "loss of surface tension", s,"scarce free fluid", "thyroiditis ii", "vascularity is accentuated ii, with an inflammatory pattern", "characterized by pain, a feeling of contracture and an increase in volume, which have subsided with anti-inflammatory and local measures" and "recall". Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 08jan2024.

Event description:
Healthcare professional reported right side "grade IV capsular contracture and chronic seroma", "mild residual fibrocystic and lymphoedematous condition", "resence of cosmetic material with moderate encapsulation", "loss of surface tension", s,"scarce free fluid", "thyroiditis ii", "vascularity is accentuated ii, with an inflammatory pattern", "characterized by pain, a feeling of contracture and an increase in volume, which have subsided with anti-inflammatory and local measures" and "recall". Device remains implanted.

Event description:
Healthcare professional reported right side "grade IV capsular contracture and chronic seroma", "mild residual fibrocystic and lymphoedematous condition", "resence of cosmetic material with moderate encapsulation", "loss of surface tension", s,"scarce free fluid", "thyroiditis ii", "vascularity is accentuated ii, with an inflammatory pattern", "characterized by pain, a feeling of contracture and an increase in volume, which have subsided with anti-inflammatory and local measures" and "recall". Device remains implanted.

Manufacturer narrative:
Correction: e.1 country: mex.